Event description:
It was reported that the customer had issues with the sensor glucose reading and the blood glucose readings not matching. Sensor will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.